Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the bolus totals recorded in the total daily dose and bolus history did not match. Troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 05/05/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. The final basal and bolus occurred on (B)(6) 2015 at 20:18 and 18:03, respectively. The total daily dose is appropriate per the user programmed basal rates. The bolus calculated manually on (B)(6) 2015 was found to have been accurately recorded in the bolus history and the total daily dose. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. All deliveries performed during investigation were accurately recorded in the pump¿s history.